Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2019 to assess the testing instrument used. The immucor laboratory tested retention product on 16jan2019, which performed as expected. The immucor laboratory also received a blood sample from the customer site for testing ((B)(6)) which was tested on 16jan2019 against retention product for id372 and indicator cells 221241 which reacted equivocally by automated method. Manual test tube testing was performed on that blood sample which reacted weakly positive at room temperature and 37 degrees c, but negative at indirect antiglobulin test. The internal immucor tracking record number is (B)(4).

Event description:
On (B)(4) 2019, a (B)(6) customer reported, via email, an unexpectedly negative antibody identification outcome when used on a galileo neo instrument, when tested on (B)(6) 2019.